Manufacturer narrative:
(B)(6). The lot was manufactured from april 08, 2020 - april 09, 2020. The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿oil was found outside the bottle¿ of an infusor lv (large volume). This was identified before use. As a result, the user obtained a new product to proceed with the treatment. There was no patient involvement. No additional information is available.